Event description:
It was reported that during maintenance of a compressor, a worn motor and a mains inlet containing an arced fuse was replaced. Ther was no patient involvement. (B)(4).

Manufacturer narrative:
The exchanged parts have been sought for investigation. A supplemental medwatch will be provided when the investigation has been finalized. Refer to exemption # (B)(4).